Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR #6000093-2006-02540. It was reported by a patient that during the past three years following a coronary drug eluting stenting treatment procedure, he has experienced "2 or 3 heart attacks over a period of time." Follow up with the patient indicated that three years ago he had "2 stents implanted and since then has had heart attacks, the most recent in july 2006. At that time he stated they found and removed a clot from the stent." He stated that he was taking his medication and that blood tests were done and it was found that he does not have a "clotting problem." The patient refused to give his physician name, phone number or permission to contact, stating that he "does not want his physician to be pressured" and that since the stents were implanted he has changed cardiologists, so his current cardiologist would not have all of his medical history.